Event description:
A mayfield skull clamp slipped and caused a laceration during a procedure. Patient information, date of event and outcome are unknown. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.